Event description:
It was reported that during the implant attempt, the lead was not implanted due to a possible insulation defect. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #evaluation summary: the lead was returned and analyzed. Primary analysis revealed that the outer insulation and overlay tubing were breached cut and blood was present on the overlay tubing. Visual analysis indicated that the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the lead was not implanted due to a possible insulation defect. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).